Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to the stem subsiding. Complications from original surgery are captured under complaint (B)(4).